Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter read inaccurately high. The patient tests his blood glucose 4 times a day. He typically tests before meals. The patient manages his diabetes with sliding-scale novolog insulin based on his meter readings. The patient indicated that the alleged issue started yesterday. At 4:40 pm that day, the patient claimed that he obtained a pre-dinner meter reading of "297 mg/dl." His normal pre-dinner blood glucose levels are around "130-165 mg/dl." Based on the "297 mg/dl" result, the patient took 10 units of sliding-scale novolog insulin. Within an hour or two, the patient claimed that he began to feel lethargic, incoherent and delirious. Due to the symptoms, the patient's wife was about to treat him with orange juice at 6:45 pm. However, before providing the treatment she decided to test his blood glucose. The patient claimed that she obtained a result of "367 mg/dl." The reporter then refrained from giving him the orange juice. Five minutes later, he allegedly passed out and then the patient's wife called for paramedics. When the paramedics arrived, they tested his blood glucose with an emergency medical services (ems) meter and got "38 mg/dl." The paramedics treated the patient with a glucagon injection and then took him to an emergency room (ER) for further treatment and observation. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia and received glucagon treatment from paramedics after taking insulin based on a meter reading.